Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 7.0 mmol/l, 29.1 mmol/l, 5.0 mmol/l, and 6.4 mmol/l. No adverse event reported. Requested return of suspect device.